Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to detach. There was no harm caused to the patient, a repeat procedure was performed and no intervention was required, a new capsule was calibrated and used and completed the test with a new capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate the placement of the capsule and the device will not be returned for investigation as it was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.